Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. After deploying the closure device, one partial and one full recapture were performed, and the was kinked. A new was device was used to complete the procedure. No patient complications were noted.